Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: -how long was the delay? -were there any unexpected outcomes or complications as a result of the prolonged surgery time? -was there any change in the patient¿s post-operative care due to the prolonged procedure? -please describe the type of foreign matter that was observed. -was the seals on the foil still intact when the package was opened? -was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) -where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) --please refer to the event description, other information requested is unknown. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with eight strands product code v005. In the needle of slot #4 a foreign matter is present. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, at around 14:30, the nurse opened the package according to the doctor's needs and found an unknown contaminant in the middle of one of the needles. Changed another one to complete the surgery. Which prolonged the operation time. There were no adverse consequences reported. Additional information was requested.